Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26. Component code: g01003. D8. Was this device serviced by a third party? No. The complaint investigation for a falsely depressed architect tsh result included a search for similar complaints, and the review of complaint text, attached data, trending data, labeling, and device history records. Return testing was not completed as returns were not available. In-house testing for reagent lot 1220ui02was completed. Historical performance of reagent lot 1220ui02 was evaluated using worldwide data was also performed. Trending review determined no trends identified for the issue for the product. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot 12200ui00. All specifications were met indicating that the lot is performing acceptably. Field data was reviewed and determined that patient median result for the lot is comparable with other lots in the field and confirms no systemic issue for the lot. Device history record review on lot 12200ui02 did not show any non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect tsh lot number 12200ui02 was identified.section d3 suspect medical device was updated including the phone number, email, and fax number section g1 all manufacturers was updated including the mfg site email and mfg site fax number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported falsely decreased architect tsh result for a patient. The following data was provided: on (B)(6) 2021, patient sample generated normal results for tsh, t4, t3, anti-tg, and anti-tpo. The patient sample generated a tsh result of 2.0866 uiu/ml. The customer even diluted the sample and generated a result of 3.9 uiu/l. The customer sent the patient sample to another lab, they generated a tsh result of 25.60 miu/l. And the ft4, ft3, antithyroid antibodies were normal. There was no impact to patient management reported.